Manufacturer narrative:
H2, h3) correction: a medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: the returned computer (product ID 9736119r) was analyzed, and no failures were found. Previously reported codes b01, c19, and d14 are applicable. Another computer (product ID 9735416r) was returned to medtronic, but not analyzed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The representative was able to replicate the issue 3 times. He booted it up, let it sit, and the system would stay at no input detected. After the third time, he would power it on, get no input detected for 2-3 minutes, then the application screen would appear. The test found the system to be fully functional and the system performed as intended. The part (9735416r) was returned for analysis and it was received. Analysis is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the nurse was uploading patients for their upcoming cases, she completed uploading the exams and started deleting old exams and the system unexpectedly shutdown. She booted up the system, deleted the rest of the patients and proceeded to try and shutdown the software closed, but it went to input not detected screen. Power switch was flipped to turn off the system. The system was booted back up to no input after that. She did not report that the computer fans were power cycling. Additional information was received and the representative stated that was able to replicate the issue 3 times. He booted it up, let it sit, and the system would stay at no input detected. After the third time, he would power it on, get no input detected for 2-3 minutes, then the application screen would appear. There was no patient involved. There was no delay.